Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, yellow particles in the shell, cloudy in the gel and deformation. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Device has been explanted.

Event description:
Patient reported left side "moderate" breast pain, "excess pain" when breastfeeding, raynaud's phenomenon, and "exchange due to concern with the device." Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties, raynauds phenomenon.